Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the data from his vns therapy programming handheld was not properly migrating during a version 7.0 software upgrade. Handheld and version 6.1 software flashcard were returned to manufacturer for product analysis. An analysis was performed on the returned flashcard and the most likely cause for the reported complaint was found to be associated with the size of the cyberonics.cdb database. During the database migration the handheld would pause for several minutes and appear to be inactive. This most likely caused the user to suspect that the handheld had locked up during the installation process and that the software had not been installed. The analysis also identified that the cyberonicsbu.cdb database was corrupt. A root cause for the cyberonicsbu.cdb database corruption could not be determined. No further anomalies associated with flashcard software or databases were identified during the flashcard analysis.